Event description:
The user facility reported that following a diagnostic colonoscopy, the patient experienced a high fever and abdominal pain. The patient was reportedly admitted to the hospital two days later, and a cat scan was said to reveal that the patient had sustained chemical colitis. The patient was given antibiotics and was hospitalized for an unknown amount of time. The patient has reportedly been released from the hospital and is currently doing fine to date. An olympus endoscope support specialist (ess) and olympus field service engineer (fse) visited the user facility to investigate the reported event. The olympus colonoscope and another company's automatic endoscope preprocessor (aer) was investigated and a malfunction was detected with the aer. There was no air, water, or disinfectant found flushing through the colonoscope channels during the reprocessing cycle when connected to the aer. The colonoscope and aer were immediately removed from service and forwarded to olympus and medivator, respectively for further evaluation.

Manufacturer narrative:
The colonoscope reference in this report was returned to olympus for investigation. A rigid telescope was utilized to examine the internal channels of the device and reddish residue was noted around the air/water nozzle and the auxiliary water channel. There was also white residue and scrape marks noted inside the cylinders unit and the suction mouthpiece. The device passed the leak test. The cause of the patient's outcome cannot be conclusively determined, however improper reprocessing cannot be ruled out as a contributing factor. The user facility has declined in-service training by an olympus endoscope support specialist on how to properly clean, inspect and handle the device until further notice. Olympus has notified the aer manufacturer of this report. This report is being filed as a medical device report in an abundance of caution.